Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint regarding instrument had a broken tip and would not work was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had a broken tip and it would not work. The procedure was completed with no reported injury.